Manufacturer narrative:
The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon experienced a posterior capsule tear during insertion of the preloaded intraocular lens (iol). Account indicated that the lens was removed and a vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/22/2022. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut that did not sever the optic body. The lens was cleaned and, a tear on the optic body was identified. No further issues were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.